Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacturer and expiration dates cannot be determined. The upn of the device is unknown; consequently, the device was not returned. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a vaginal/paravaginal defect repair procedure, (exact date unknown; in 2001 or 2002) using a capio suture capturing device (type unknown), the suture bullet detached inside the patient after multiple attempts to anchor the suture in the linea alba. A post-operative CT scan showed the needle to be in the obturator internus muscle. The patient underwent 45 minutes of an unsuccessful fluoroscopy-guided attempt at removing the needle. There was an intraoperative gynecology/oncology consult, and a post-operative orthopedic consult to assess the need for opening the patient to remove the needle. A consensus was reached to leave the needle in place, because it would not cause any long-term complications. The patient had an immediate post-operative complication of vaginal cuff infection and pelvic hematoma. The complications were believed to be related to the length of the surgery and the attempts at needle removal. This required long-term hospitalization for IV antibiotics. The physician believes the hematoma resolved without intervention and resorbed spontaneously.